Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that a vent fail occurred during use. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
As further reported, the biomed was not able to duplicate the reported vent fail. He tested the device in all vent modes and the unit passed testing. It was reported that a not correctly sealing diaphragm was identified as possible root cause from the logs. Unfortunately, the logfile was not available for the manufacturer¿s investigation and thus, the reported symptom could not be reconstructed and the root cause for the reported ventilator failure could not be finally determined. Based on the provided information regarding the sealing diaphragm, it was concluded that the reported symptom was likely caused by a too low (negative) vacuum pressure inside the ventilator piston. Possibly the ventilator diaphragm, the lower piston diaphragm or the breathing system was incorrectly assembled leading to a leakage. For proper function of the ventilator, a vacuum is generated between piston and diaphragm to avoid the diaphragm getting wrinkled during operation. In case of a leakage of one of the two diaphragms, generation of a sufficient vacuum pressure and thus automatic ventilation might be restricted. The vacuum pressure is controlled by a pressure sensor. If the lower limit could not be reached, device alarms for reinstall ventilator and an additional prompt (check ventilator) is displayed. Manual ventilation and monitoring functions as well are not affected. The ventilator diaphragm is a detachable component and typically removed for cleaning and disinfection and re-installed after reprocessing by the user. An incorrect assembly is widely prevented by the mechanical design of the housing, the diaphragm and the breathing system. Nevertheless, an incorrect assembly cannot be ruled out totally and likely caused the issue. It is further conceivable that the issue had then been solved by the user with a correct assembly in the course of cleaning prior to the on-site examination by the biomed. This conclusion is strengthened by the fact that the device was returned to use after several passed checks w/o any problems found, and no further problems have been reported since. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a vent fail occurred during use. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.